Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation was confirmed by the customer's attached picture, which showed the anchor of the ar-3652ttsp frayed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via email that an ar-3652ttsp fibertak rc suture anchor failed to deploy during a routine rotator cuff repair procedure for a supraspinatus tear on (B)(6) 2025. Upon inspection, the anchor¿s sheath exhibited resistance to bunching and deployment. There was no reported patient harm. Additional information was received on 07/10/2025: the case was completed as planned with another ar-3652ttsp fibertak rc suture anchor. There was no case delay or added anesthesia. No adverse effects were reported.